Event description:
As reported: after deploying 18f manta in the right cfa the doctor noticed there was a small hematoma. Once he checked for hemostasis we noticed there was a pulsatile flash. Dr held pressure while staff prepared for a cut down. Once in we realized that the manta was not deployed inside the artery. We believe that the hematoma caused the original depth to be wrong.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the right common femoral artery (cfa). A central positioned access was gained utilizing ultrasound. The IFU procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The arteriotomy was 7.5mm, with posterior calcification, posterior wall calcification, and a depth measurement of 3.5cm. No issues were encountered advancing or withdrawing of the procedural sheaths. The proctor mentioned concerns regarding the calcium prior to deployment but the physician chose to proceed with manta. Following deployment, while checking for hemostasis, the physician noticed a small hematoma and pulsatile flash present. The physician-maintained pressure while the team prepared for a surgical cut down. During the surgical cut down the manta device appeared to be outside the vessel. The manta device was explanted, vasculature was repaired, and the patient recovered without further complication. It is speculated that the hematoma altered the puncture depth determined during the puncture location procedure. The risk of failing to achieve hemostasis and access site complications such as hematoma leading to surgical intervention is written in the IFU as possible adverse events. The root cause of the manta implant being deployed in the tissue tract is possibly due to the hematoma formation compromising the accuracy of the puncture depth determined during the puncture location procedure. Risk documentation was reviewed, and a tract deployment is a known risk. The severity of harm is ranked at a 4 due to local surgical repair at vessel access site arteriotomy being required. Additionally, the IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.